Manufacturer narrative:
The reported complaint of false af episode was confirmed. The root cause of these false af episodes was due to frequent pvcs and limitation in icm af detection algorithm. No device malfunction was found.

Manufacturer narrative:
The implant date is not available.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited unspecified over-sensing. Programming changes were made. There were no patient consequences.